Manufacturer narrative:
Patient information: patient identifier = (B)(6). There is no further patient information provided by the customer. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect troponin results on one patient. The results provided were: on (B)(6) 2019 sid (B)(6) initial = 0.437ng/ml (diagnostic cutoff 0.05ng/ml) / repeated x2 both = <0.021ng/ml / retested on another architect =<0.021ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets for lot 12931un19 did identify three additional complaints related to falsely elevated results, but no trends were identified. The customer's instrument logs were reviewed using abbottlink and log-ic for the sample tested in august 2019. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Historical performance of reagent lot 12931un19 was evaluated using world wide data from abbottlink. The patient medians (divided into 3 groups) and cal f rlu median were analyzed and compared to an established limit. This evaluation indicated that all three levels of the patient medians are within the established limits. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 12931un19 and an internal troponin-I panel. All acceptance criteria were met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 12931un19.